Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The manufacturer of freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported via email that he received readings from his adc freestyle libre sensor that he believed to be erroneously high. He further reported that in (B)(6) 2019 his sensor displayed a reading of 400 mg/dl so he self-administered 5 units of apidra insulin twice, over two hours, but the scan continued to read 400 mg/dl. Customer then injected 12 units of levemir basal insulin and became hypoglycemic. Customer noted he was in ¿hypoglycemic shock¿. Paramedics were called and upon arrival customer received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is an approximation based upon the details provided. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via email that he received readings from his adc freestyle libre sensor that he believed to be erroneously high. He further reported that in the beginning of (B)(6) 2019 his sensor displayed a reading of 400 mg/dl so he self-administered 5 units of apidra insulin twice, over two hours, but the scan continued to read 400 mg/dl. Customer then injected 12 units of levemir basal insulin and became hypoglycemic. Customer noted he was in ¿hypoglycemic shock¿. Paramedics were called and upon arrival customer received unspecified treatment. There was no report of death or permanent injury associated with this event.